Event description:
It was reported that during an acl, the interference screw did not meet the surgeon needs, it cracked so the screwdriver kept spinning in the screw. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.